Event description:
**Update** (B)(4) 02013 - plaintiff¿s preliminary disclosure form was received, which identified product/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Patient contacted broadspire to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time. Dor: (B)(6) 2006 (right side). Update 1/24/2011 - medical records were received. The acetabular cup was loose and in a completely vertical position. The stem was in a slightly anteverted position. Doi: (B)(6) 2006. Update 05/28/2013 - litigation papers received alleging patient suffers from pain, difficulty ambulating and dislocation. There is no new additional information that would affect the investigation. Comment: there is a (doi/dor) discrepancy between litigation and the medical records. Due to accuracy, the (doi/dor) from the medical records will be reported. Should we receive additional information, we will update if needed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 7/4/16 medical records received.. After review of the medical records for MDR reportability, part/ lot numbers were provided. Updated previously unknown sleeve

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, updated expiration and manufacture date. There is no new additional information that would affect the existing investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.